Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission registered an error message. Same error occurred when using another merlin. The problem existed because interrogation was not possible due to loss of radio frequency communication. The issue was resolved by downloading a software. No symptoms were reported.